Manufacturer narrative:
An investigation is anticipated and a supplemental report will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that while on a patient, the inspiratory oxygen concentration decreased below user setting and alarms were generated. It was alo reported that after the exchange of co2 absorber during the case, a leakage between co2 absorber and the patient cassette was introduced. The leakage could be rectified by the staff by repositioning of an o-ring inside one fo the two co2 absorber bypass valves that had been dislocated during the exchange of the co2 reported. (B)(4).